Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (no power) issue. It was reported that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple unexplained pump reboot events. During investigation, the battery compartment was found to be cracked below the grip pad. The returned battery cap was found to be undamaged and able to properly secure to the pump. During testing, the pump was powered on to the verify screen. The keypad was completely unresponsive, which inhibited further testing. The pump cover was removed and moisture was found on the keypad flex/connector. The original complaint of a power issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.